Event description:
A malfunction was reported involving a pump that displayed an error code, which prevented access to the device. There was no reported impact on the customer¿s blood glucose level. The device was scheduled for return, and a replacement pump with a new serial number was provided to the customer. No additional information about the outcome of the event was received.